Event description:
MDR filing / report was filed in error. The device manufacturer is responsible for all filing / reporting.

Event description:
It was reported that during a atrial fibulation treatment procedure a sheath valve issue occurred. The intended location for treatment was the right atria system. A 8.5f 60cm 55deg heartspan sheath was successfully placed at the femoral vein. An ice catheter was advanced and withdrawn through the valve into the sheath without issue. However 20 minutes into the procedure, when the heartspan sheath was aspirated and flushed, the sheath only aspirated back air. The physician placed a finger seal over the valve opening and was able to aspirate blood. The physician noted that the valve was incompetent. A guide wire was advanced through the heartspan sheath and the device was exchanged for another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: MDR filing / report was filed in error. Device manufacturer is responsible for filing / reporting. (B)(4).